Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed a horizontal crack in the chamber dome near the base. No stress marks were observed and there were no signs of smeared prints. The staff at the healthcare facility reported to the fph field representative that there were disinfection dispensers near the chambers; however, no residue was found on the chamber during inspection. The base thickness of the chamber was measured and was found to be within specification, which eliminates manufacturing as a potential cause. A small dent was found on the side of the base. A lot check revealed one other similar complaint for lot number 130726. Conclusion: due to the absence of the residue on the chamber domes, we were unable to determine definitively the root cause of the damage observed; however, information we received from the healthcare facility revealed that disinfection dispensers were placed near the chambers. Our previous investigation have shown that chamber dome coming into contact with a solution containing alcohol, such as hand sanitizer, may lead to environmental stress cracking. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The customer has confirmed that the subject complaint chamber was in use for six days before a leak was observed, which indicates that the chamber became damaged during use. The user instructions which accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints involving cracked domes in mr290 chambers due environmental stress cracking has a rate of occurrence of (B)(4) sold worldwide in the last year to the end of july 2014.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that a mr290 autofeed humidification chamber leaked during use. No patient consequence was reported.